Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump had an error code, display was hard to read and scratched. The customer declined to provide their blood glucose levels at the time of the incident. No further details were provided. The insulin pump will not be returned for analysis.